Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that all reload was partially fired. The anvil clamping mechanisms was deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that product is released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the bowed anvil and deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a rectum resection, while stapling the rectum, the stapler needed a lot of strength to fire it. By squeezing the handle the third time, a sound from the handle was audible like a crack. The same was observed with all 4 loading units. To staple the last 2cm rectum, the surgeon took another different reload with the same handle. The staple line and everything was perfect with this reload. There was no patient injury.